Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to clinic due to merlin.net transmission indicating backup vvi. Programing changes were made to resolve the issue. Patient was continued to be monitored.